Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to myopotential oversensing. The patient was asymptomatic. The device was reprogrammed.